Event description:
Boston scientific thuvera laser fiber. Thuvera laser urology fiber caught fire in the operating room. No patient or environmental harm. Small flame, the size of a birthday candle. Immediately put out by rn. All fire safety precautions executed and in place.